Manufacturer narrative:
Manufacturer statement: manufacturing documents of the corresponding sn (B)(6) were checked and found to be correct. This proofs that the catheter left our plant within specification. Since the catheter was discarded by the clinic, it is not possible to conduct a detailed investigation with the complained-about catheter. The incident did not affect the health of the patient, user or another person. An additional operation with additional anaesthesia or additional medicinal treatment was not necessary. It should be noted that the user reported successfully obtaining a ptio2 reading despite the issue. Furthermore, ptio2 measurement is classified as a secondary parameter, not a vital sign, and must not be used in isolation for therapeutic decisions, for which intracranial pressure (icp) is the primary parameter. This is clearly stated in the relevant instructions for use (IFU) under section 6, "precautionary measures" ("a therapy decision, based on the oxygen partial pressure value alone must not be made, rather it should always be backed up with another method, e.g. Icp measurement."). The same applies to brain temperature measurement. This is also classified as a secondary, non-vital parameter. The risk analysis has been reviewed and is adequate. There are various reasons for an erroneous ptio2 measurement, with causes potentially including either a malfunction or user error. As the catheter in question was discarded and cannot be examined, the exact reason for the reported ptio2 measurement issue cannot be determined. Erroneous or failed ptio2 or temperature measurements are assigned a maximum severity rating of 2 (= marginal = can lead to non-serious injury or disability requiring competent medical intervention). There were no complaints regarding the catheter's icp measurement. Consequently, a malfunction of the ptio2 or temperature measurement could not have resulted in a serious deterioration of the patient's health status. This report is therefore being submitted due to incomplete information regarding the complaint investigation, as the catheter in question cannot be examined.

Event description:
From our distributor we received on (B)(6) 2026 the following information regarding a catheter neurovent-pto (095008-001): "ptio2 didn't work. The problem in this case seems to have been coming from the temperature, they turned it off and the ptio2 worked."